Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's family member called and reported that the patient had been in the hospital for surgery the week prior and the patients implantable cardioverter defibrillator (ICD) began making tones while in the hospital and was still making tones once the patient went home. The caller was advised to contact their cardiologist regarding the audible alert. Follow up with the patient¿s clinic revealed that the patient was seen in-office the next day. The allied health professional (ahp) at the clinic indicted that the patient had been in the hospital for a non-cardiac surgery and a magnet was not used during the surgery and the patient received an inappropriate therapy during the surgical procedure due to electromagnetic interference (emi). The alert was cleared in the office and no reprogramming was completed. The device remains in use. No further patient complications have been reported as a result of this event.